Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 60mm abdominal aortic aneurysm . About 7 and a half years later, a medical examination of a type ia endoleak was performed due to a impending rupture. Two non mdt cuffs were implanted and the endoleak improved but did not disappear. Therefore a medication was administered to help reverse the effects of heparin. As per the physician the cause of the event could not be determined. No additional clinical sequalae were provided and the patient will be monitored.